Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl. The patient found cannula had not deployed as intended. The cannula was barely visible and the pink slide did not move forward, indicating a needle mechanism failure. The pod was discarded.